Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the competitor guidewire became stuck in the left ventricular (lv) lead. It was noted that force was needed to get the guidewire out of the lead. The lead remains in use. No patient complications have been reported as a result of this event.